Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65 lead, (B)(6) 2008; 4193-88 lead, (B)(6) 2008. (B)(4).

Event description:
It was reported by the patient's husband that the "original device a blockage was found, [the physician] had to go another way [regarding] implant, wasn't straight across and punctured [patient's] lung. Subsequently the device was removed and replaced. No patient complications have been reported as a result of this event.